Manufacturer narrative:
All of the operating currents are within specification. There was no unexpected low battery off and no power alarms noted. The unit passed the off no power test, self-test, unexpected restart alarm error test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. Unable to prime during rime/a33 test due to problem related to back pressure sensor. Unable to complete the functional test due to a prime anomaly. The unit was received with a minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2017 due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose level during the incident was 590 mg/dl. The customer's blood glucose level at the time of admission was 600 mg/dl. The customer had symptoms of vomiting and a headache. The customer was wearing the insulin pump during the hospitalization. The customer's current blood glucose level was 383 mg/dl. Troubleshooting was done for the insulin pump and there were no air bubbles, no bent cannulas, no site irritations, and the insulin had exited without incident. However, the hp test was done twice and the insulin pump did not pass both times. The customer was advised to discontinue use of the device and revert to a back-up plan. The device was returned for analysis.